Event description:
End user reported that 2 months ago she developed red itchy rash under tape collar.

Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. The end user stated she switched to coloplast wafers and was still having issues. The end user also stated she cleanses with smith and nephew universal remover wipe then washes with dove soap and water. Rinses, pat dries the area, then applies stomahesive powder, then safe and simple barrier spray and then applies eakin and the wafer. From a clinical perspective, a causal relationship between the sur-fit natura 2 pc - 2 pc durahesive (dh) moldable wafer and this event is deemed possible because product use is temporally associated with the skin where the problem occurred. No add'l pt/event details have been provided to date. Should add'l info become available a f/u report will be submitted. A return sample for eval is not expected. Reported to the FDA on (B)(4) 2013.